Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addrl1 ipg 2009 (B)(6). (B)(4).

Event description:
It was reported that right atrial (ra) lead impedance had drastically increased and atrial capture management was unable to run. Both device and ra lead remain in use. No patient complications have been reported as a result of this event.